Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "sleeve malfunction". For clarification, the instrument was found to have a broken main tube at the distal end. Material approximately 0.12" x 0.08" appeared to be missing. Wrist assembly is no longer straight due to the damage. The root cause of broken instrument main tube is typically attributed to misuse. Failure analysis found the primary failure of a broken main tube to be related to the customer reported complaint. Customer also reported a complaint of "wire broke". This complaint was also confirmed. For clarification, the instrument was found to have a broken conductor wire where the main tube broke. Failure analysis found the primary failure of a broken conductor wire to be related to the customer's second reported complaint. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. Root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage. A review of the device logs for the fenestrated bipolar forceps (part#471205-17/ lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the fenestrated bipolar forceps instrument had a broken wire and sleeve malfunction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.